Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the needle never deployed the cannula into the patient's skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. The patient's blood glucose reached 500 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the pod was disposed, and a new pod was placed.